Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) developed a urethral infection. A surgical procedure was performed to remove the aus, and the infection was treated with antibiotics. Approximately two years later, a new aus was implanted. No further complications were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) developed a urethral infection. Additionally, foreign material was found in the cuff as a result of the infection. A surgical procedure was performed to remove the aus, and the infection was treated with antibiotics. Approximately two years later, a new aus was implanted. No further complications were reported. Clarification was later received stating that there was no foreign material in the cuff, and that the foreign material was in reference to the infection.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) developed a urethral infection. A surgical procedure was performed to remove the aus, and the infection was treated with antibiotics. Approximately two years later, a new aus was implanted. No further complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.